Event description:
One of the three elctrodes on tip of coblator missing near the end of procedure. Surgeon requested a new wand. The electrode piece was not able to be located. Physician stated, "it most likely vaporized, I did not see any piece of the electrode." Or staff contacted the manufacturer's rep. The rep indicated that the elctrode does vaporize and that it was not unusual.